Manufacturer narrative:
Analysis was performed by a philips biomedical engineer (bme), confirmed that the device was not working properly due to old bp hose. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the worn/old bp hose. The issue was resolved by replacing bp hose pn: (989803104341) and the device was working as intended. Unit returned to service.

Event description:
Philips received a complaint on the intellivue mp20 indicating that the that the device is not working properly stating that is it reading everyone's blood pressure is low. The device was in use on a patient at the time of the event. There was no adverse event reported.